Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000126907.

Manufacturer narrative:
The event of a patient experiencing increased pain after falling off a ladder was reported to abbott. X-rays showed one or more of the leads had migrated. The issue was resolved with replacement of the lead. Effective therapy was restored. The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention occurred on (B)(6)2023 where the leads were explanted and replaced. Patient restored effective therapy post procedure.